Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter, and technical support instructed customer to plug wall adapter into outlet known to work and leave pump charging for at least 30 minutes, with plan to follow up for further troubleshooting. Pump began charging. No further assistance required.